Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: one occurrence of a large prime volume observed in the pump prime history on (B)(6) 2016. During testing, the pump performed the ¿ez-prime¿ steps with no issues occurring. A 100 unit cartridge was correctly loaded and it displayed. Force calibration passed at 185. Opened pump and no intermittent conditions were found. A battery compartment crack was found from case seal traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 08/19/2016.